Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code problem code: e0131 speech disorder/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The event date is an approximation. The patient¿s child reported that the patient experienced an issue with their dexcom receiver, stating that it would not calibrate properly on or around (B)(6) 2024. When performing a fingerstick (fs) test, the readings differed by approximately 100 mg/dl compared to the receiver, though exact values could not be recalled. Additionally, the patient¿s child reported where the patient¿s blood glucose dropped below 35 mg/dl. The patient¿s wife called emergency medical services (ems) due to symptoms including sweating, disorientation, and inability to speak. Ems arrived, checked the patient¿s blood pressure and vitals, and provided food or glucose to raise blood sugar levels. The patient recovered and declined hospital transport. At the time of the report, the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 100 points off. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.